Event description:
The disconnector control for the stent graft was unscrewed in accordance to the instructions for use; however, would not pull back to disconnect the graft. The mechanism was pulled back using surgical forceps and the procedure continued without further event.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. Dimensions of component parts from the affected batches of stainless steel wire, push rod connector and push road release have been reviewed and found to be in specification and fully operational. The deliver system involved was destroyed by the user and was not returned to the manufacturer for analysis and therefore a definitive root cause cannot be identified.